Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
During device activation visit, it was noted that electrodes showed open and the recipient had no sound. Programming adjustments were made; however, the issue did not resolve. A CT scan confirmed the electrode was not placed properly in the cochlea. Revision surgery is scheduled.